Manufacturer narrative:
This follow-up is to inform the FDA that the initial report was sent off before we knew that the complaint is not reportable.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 9. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2023, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.